Event description:
Nurse was attempting to administer mmr [measles, mumps, rubella] vaccine to pediatric patient. During administration the medication came out the side of the needle. Provider was notified, confident enough was administered and no further action taken.